Event description:
A manufacturer representative (rep) reported that the patient had high impedances greater than 40,000 ohms on everything pairing with contact 3. Impedances were measured at 3.0 v. The patient was reportedly still receiving good therapy control with some right hand tremor remaining. The active settings were using contact pair 2/3. It was noted that the patient was getting a new ins due to normal battery depletion. There was no plan to revise the lead or extension. The patient was implanted for movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturing representative indicating that once the ins had been replaced the impedance issues were resolved. No further patient complications were reported as a result of this event.